Manufacturer narrative:
Upon investigation of the handpiece, it was found that many of the internal components were worn. The product was repaired in accordance with the most recent specifications. According to service history records, this was the first time the product had been in for service. The instructions for use state that the handpiece should be returned for service at 12 month intervals for periodic maintenance and no ensure optimum performance.

Event description:
It was reported that during a laminectomy procedure, oil leaked from the handpiece. The surgeon's gloves and gown were replaced. The oil did not contact the patient. Back up equipment was used and the procedure was completed without further incident.